Event description:
The user facility reported that during an unspecified procedure, the pt reportedly sustained perforation at an unspecified site. There have been no significant additional info provided to date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. Olympus has contacted the user facility via telephone and in writing to gather additional info regarding this event, but has not received additional significant info. If the device is received at a later date, or if further significant additional info is obtained, the report will be updated. The cause of the user's experience could not conclusively be determined. See also (MFR # 3003724334-2009-00004) for a similar reported event from this facility. This report is being submitted as a medical device report in an abundance of caution.